Event description:
It was reported that during a gastric bypass procedure, it was noted that occasionally the trocar would leak. This did not cause any problems performing the case, but it was noted. There were no patient consequences. Case completed with the same device.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Please describe the noise. Did not prevent it, but was questioned whether it would affect it. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Superior aspect around cap. Was a device inserted in the trocar during the leaking? If so, what device? No-only when devices were taken out. Was any torque being applied to the trocar or device? Again only when taking the devices out. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.